Manufacturer narrative:
Establishment labs has not received the evidence involved for analysis yet. However, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿malposition of a breast implant is defined as an incorrect placement during surgery or the shifting of the implant from its original position. Malposition has reportedly been a frequent event due to its multifactorial causes and it can be expected during the lifetime of the device.¿ in addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Event description:
Germany. Allegedly, post-procedural complications occurred following a procedure performed in (B)(6) 2026 involving the left side. The patient experienced implant malposition, described as a high-riding implant without descent. Additionally, recurrent episodes of localized subcutaneous inflammation, characterized by redness and hardening, were reported. No associated systemic signs or symptoms were observed. (Sn: (B)(6).